Event description:
It was reported that the rod on the left backed half way out of the construct post-operatively.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was not available for evaluation as it remains in the patient. The post-operative imaging provided shows that the left rod has translated cephalad, but is still contained within each screw head. The exact cause of the translation of the rod within the tulips could not be determined.